Event description:
An advocate from mexico called on behalf of the customer to report that the customer ran a control test with the contour® plus meter and obtained a reading of 148 mg/dl at 3:46 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
As per the contour® plus control solution user manual, squeeze a small drop of solution onto a clean, non-absorbent surface. The customer did not follow this instruction. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Model # 7707 of the contour® plus control solution is only available in mexico; therefore, the UDI # is not applicable. Contour® plus control solution is similar to the contour® next control solution available in us market. Therefore, product code jjx and most recent 510 (k) # k151742 associated with the contour® next control solution marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Manufacturer narrative:
The customer did not return the device for investigation. Therefore, the in-house contour® next meter with serial (B)(6) and the in-house contour® next test strips from lot # 3mpef04c were used for in-house testing, using blood spiked with glucose at 21.9 mmol/l and 7.5 mmol/l, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour® plus meter with serial # (B)(6), in-house contour® plus test strips from lot # 3gqhh13a and in-house contour® plus control solution from lot # 4bv2s08 were used for in-house testing in five replicates. All control tests were reproducible and fell within the control ranges of 110 mg/dl to 143 mg/dl. The control results obtained with the in-house testing were properly marked as control results. In section d4 of the initial report, the lot # of the contour® plus control solution was incorrectly captured as 4bv2f08. The correct lot number is 4bv2s08. Section d4 has been updated to reflect this correction. The first supplemental report, MDR # 1810909-2025-00029s, submitted on 28-mar-2025, was filed inadvertently. The information contained in that report pertains to MDR # 1810909-2025-00028. The correct supplemental information for MDR # 1810909-2025-00028 was submitted on 14-may-2025.